Event description:
The company was informed that the pt is experiencing intermittencies and loss of lock between external and internal equipment. Programming changes were made and external equipment was exchange; however, this did not resolve the issue. Revision surgery has been scheduled.